Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the set, the doctor found that the guide wire was slightly bent. As a result, the guide wire was not used, instead a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that upon opening the set, the doctor found that the guide wire was slightly bent. The issue could not be confirmed since the damage observed on the returned sample did not match the damage described in the details of event provided by the customer. One guide wire, tray, lid stock and catheter clamp were returned. Upon receipt of the sample, it was observed that the proximal end weld is missing, the end of the guide wire is flimsy, and there was some kind of residue on the body of the guide wire. No additional information could be obtained regarding the discrepancy between the details of event and the condition of the sample. Visual examination of the returned guide wire revealed it was bent near the j-tip. Microscopic inspection confirmed that the proximal weld was missing and the end of the coil wire was deformed. The guide wire drawing specifies the length at 454.0 +/- 4.8 mm and diameter at .508/.533 mm. The length of the core wire measured other remarks: 455 mm and the diameter was measured at .515 mm. A device history record review was performed and did not reveal any manufacturing related issues. Based on these circumstances, the probable cause of this issue could not be determined. No further action will be taken.